Manufacturer narrative:
Insulin pump received with blank display due to faulty lcd board. Unable to verify blotchy dark marks and missing segments due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the display had blotchy dark marks. Customer's blood glucose was 104 mg/dl. Device would only load from one side. Customer changed the battery, display would go in and out. During troubleshooting, device passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.